Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of a colleague infusion pump with a 814:04 alarm was confirmed by baxter personnel during product evaluation. The root cause was assigned to a loose air in line (ail) printer circuit board (pcb). The pump head module (phm) was replaced to correct this condition. Should additional information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with an 814:04 alarm; this condition had the potential to interrupt delivery. This condition was found upon power up. The facility representative stated that there was no patient involved; therefore, there were no reports of patient injury or medical intervention. This device is a remediated colleague pump with a user interface module software version of 5.09.90. No additional information is available.